Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and tube, minor scratches on the display window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-59004.

Event description:
It was reported that the customer's blood glucose was 417 mg/dl and she was experiencing issues with insulin pump delivery. The customer treated with manual injection. Through troubleshooting, the no delivery alarm was resolved with a reservoir change and the insulin pump did not alarm no delivery with manual prime. Insulin squirted out of the infusion set during troubleshooting. The amount of insulin in the reservoir was 80 units while the remaining units in the insulin pump status screen was 73.2. Further troubleshooting was performed for high blood glucose. No leaks or air bubbles were found. The high pressure test failed twice. The customer was advised to discontinue use and revert to a back-up plan. No bends or occlusions with the infusion set cannula were found. Nothing further was reported.